Manufacturer narrative:
Zimmer biomet complaint (B)(4). Aseptic battery housing, part number 89-8521-470-40, lot number 5015326 was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that the aseptic battery housing part number 89-8521-470-40 lot number 5015326 was not closed during the surgery, locking system was poor. Event occurred in sterile area. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received. Show less

Event description:
It was reported that the aseptic battery housing part number 89-8521-470-40 lot number 5015326 was not closed during the surgery, locking system was poor. Event occurred in sterile area. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.